Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. Device not returned..

Event description:
It was reported after a load and site change the customer experienced elevated glucose levels. The customer reported blood glucose level of 200-400 mg/dl at the highest. The customer delivered a bolus with the pump to address glucose level. During troubleshooting with tandem technical support (cts), cts found that the customer was not was not properly expelling air from the cartridge. Reportedly, the customer was not changing supply use until the 4th day.